Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female presenting for high risk percutaneous coronary intervention using the impella cp optical device for hemodynamic support. During support, the patient lost distal pulses in the impella inserted leg that prompted premature removal of the device. A dissected vessel was discovered and surgical repair was completed.

Manufacturer narrative:
The (B)(6) device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female presenting for high risk percutaneous coronary intervention using the (B)(6) cp optical device for hemodynamic support. During support, the patient lost distal pulses in the (B)(6) inserted leg that prompted premature removal of the device. A dissected vessel was discovered and surgical repair was completed.